Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional called to report a left-side deflation. Device was explanted and replaced.

Event description:
Healthcare professional additionally reported removal of textured device and pain. The device has been explanted.

Event description:
Healthcare professional called to report a left-side deflation. Device was explanted and replaced. Later, hcp reported removal of textured saline and she had more pain on right than left.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is a physiological event. ¿ deflation: observed opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a left-side deflation. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: observed opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional called to report a left-side deflation. Device remains implanted.